Manufacturer narrative:
No medwatch form was received late due to reevaluation of event. (B)(4) laboratory technician; (B)(4) ; failure (event) observed during analysis. Analysis found a through abrasion at 42cm from the tip of the lead. The individual insulations of the svc cables and of the distal coil were not abraded at this location.

Event description:
This report is to advise of an event observed during analysis.